Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to verify the reported issue, no signal count using the fiber optic test. To address the issue the stm replaced the fiber optic board and the connector. The stm performed all calibrations and all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported during use on patient that a fiber optic failure occurred on the cardiosave intra-aortic balloon pump (iabp). There was no adverse event reported.